Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient experienced pain /discomfort at the ipg site. As a result patient underwent surgical intervention wherein the pocket site was moved to the other side and also replaced , thereby addressing the issue.